Manufacturer narrative:
Investigation could not reveal the root cause, due to not receiving the faulty article. Incident happened during surgery, bubbles popping out from cutters hence concluded as reportable as the possible risk is injury by microbial, viral or prion infection (patient harm). There is no information that reasonably suggests patient injury. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(4)) during a tele-conference on 05/31/2017. All available information has been provided. This complaint has now been closed.

Event description:
A report has been received of an incident occurring in (B)(6). Previously,we noticed the bubbles popping out from cutter. So, we simply change the cutter during the surgery. There is no further information.